Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the proximal segment of the lead was returned and analyzed; no anomalies were found.

Event description:
It was reported that an implantable defibrillator patient alert triggered for high impedance of the lead. Oversensing and 1000 fast ventricular-ventricular intervals were observed. The lead was removed and replaced. No patient complications have been reported as a result of this event.